Manufacturer narrative:
The device was not returned to the manufacturer as of the date of this report. A follow-up report will be sent if the device is received.

Event description:
It was reported that during a laparoscopic ovarian cystectomy the "plastic trocar leaked co2 during procedure so optimum abdominal pressure could not be achieved. Another trocar kit was obtained and procedure continued without incident. No patient harm." Multiple attempts were made to contact the complainant for more information, but no response was received. A follow-up report will be sent if additional information is provided. (B)(4).